Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the lead was returned with the helix bent, and that prevents the helix extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead was difficult to place due to tortuous patient anatomy with increased lead tension. When attempting to position the lead the helix would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.